Manufacturer narrative:
Evaluation summary: the closurefast device was received for evaluation. No abnormalities or deformities were noted on the catheter shaft. A breach in the coil was observed. Visual inspection under microscope showed that the coil damage was proximal to the end of the distal tip. The fep was observed to be damaged and the coil was exposed. The catheter passed continuity and resistance testing. The catheter passed functional testing on two different models of rfg generators. The proper device was recognized by each rfg generator when plugged in. The expected low temperature advisory was displayed when activated. When the temperature rose to 120c, the device completed cycle without any advisory message being seen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to treat the patient at the short saphenous vein using a closurefast catheter. Tla anesthesia was performed. It was reported that the power button was pressed and ablation started but the unit stopped 5 minutes later. Error message "treatment halted: non-uniform temperature" was displayed. More pressure was applied but the incident was duplicated. The generator was power-cycled and the power cable was reconnected but the issue continued. A second catheter was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.